Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Manufacturer narrative:
The permanent cautery hook is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The permanent cautery hook has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A site complaint history review was performed and no related complaints were found. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product information available. This complaint is being assessed as a reportable event due to the following conclusion: following the hook of the permanent cautery hook instrument falling inside the patient, all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a cholecystectomy surgical procedure the customer had issues with the hook breaking off of the permanent cautery hook instrument. The customer retrieved the fragment successfully and the procedure was completed. Intuitive surgical inc. (Isi) followed up with the isi clinical sales rep (csr) who was present during the procedure and obtained additional information. Prior to the reported issue, there was no instrument collision. A backup instrument was used to continue the procedure, and there was no patient harm. Product lot number was not available. The instrument is not expected to be returned to isi for analysis. No patient-related information was available.